Manufacturer narrative:
Concomitant medical products: enlw1613c124e stent graft, implanted (B)(4) 2011; 4136 lead implanted (B)(4) 2011; 4137 lead implanted (B)(4) 2011; if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an internal review of data transmitted from the device showed ventricular sense counts in the less than 40 bpm bin on the rate histogram. This incident was not reported by a health care provider; therefore, no patient complications were reported.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to pacing. Initial correction to (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.